Event description:
The customer reported that the jaws of the instrument were applied to tissue and could not be re-opened up during a cystoprostatectomy radical with ileal loop conduit. The instrument was removed from the pt using an electrosurgical pencil. There was no pt injury.

Manufacturer narrative:
(B)(4). The customer has indicated that the device will not be returned for evaluation at this time. If the sample is received at a later date or if additional information pertinent to the incident is obtained a follow-up report will be submitted.